Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no gas output due to a faulty s-shape pipe. Additional evaluation findings were as follows: the chassis had corrosion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the high flow insufflation unit failed to blow carbon dioxide (co2). There was no report of delay or harm to a patient or user associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is likely the reported issue was caused by a faulty s-pipe. However, the specific cause of the faulty s-pipe was not established at this time. Olympus will continue to monitor field performance for this device.